Event description:
It was reported that the pump declared a cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy.